Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was found with the pump: cracked at battery compartment threads and below gripper pad. Dim reddish display screen. Installed test-screen and found no problem with pcb. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contacts. No damages found with keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.